Manufacturer narrative:
There was a 'disk boot failure' message on the central control monitor (ccm), the field service representative (fsr) replaced the coin cell battery and the issue resolved. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) did not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the previously reported medwatch for this complaint as the same reported issue, with the same date of occurrence, and the same product information was found to already have been reported on (B)(6) / MFR#1828100-2025-00308. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.